Event description:
The hcp reported the patient had been experiencing a positional headache after exploration of the intrathecal catheter for a cerebrospinal fluid leak. The patient is reported to have developed meningitis. The patient was treated with IV antibiotics and "surgery to repair csf leak." The patient is reported to have recovered without sequela.